Manufacturer narrative:
The lot number of the product was not given. Without this information it is not possible to determine the expiration date of the product nor manufacture date. Occupation and e-mail address of initial reporter was not provided. The product was not returned. The patient's skin was noted to be very atrophic and dry which may have contributed to the skin tear. End of report.

Event description:
It was alleged that following a knee surgery and during removal of the 3m ioban(tm) 2 antimicrobial incise drape from the lower leg of a patient, the upper skin layer was stuck to the drape. The incise drape was in place for about two hours. Medical treatment was required but no information as to the type of medical intervention was provided. It was reported the patient had very atrophic and dry skin and uses an anamnestic cortisone. The patient's skin was prepped with kodan and the skin was allowed to dry prior to drape application. The drape was not applied under tension. It was alleged the patient has had no known allergies and skin sensitivities. The patient had no reaction to tapes or dressings.